Event description:
The customer contacted physio-control to report that their device screen flickered and then shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and the reported issue was able to be verified through review of device electronic download data. The battery pins were replaced out of precaution, and the device then passed all functional and performance testing. The device was returned to the customer for use, no root cause was able to be confirmed.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device screen flickered and then shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.